Event description:
Additional information received from the consumer reported that they were sent a new recharger and the shocking they experienced when plugging something in had resolved so far.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n481682, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from a consumer reported that when she plugged something in she got shocked twice and the outlet sparked. Once was when she plugged in a toaster, and the other was with a coffee maker. The issue occurred during use in (B)(6) 2015. No diagnostics or troubleshooting was reported. No further outcome was available. Follow-up was being conducted to obtain this information. The consumer's indication for use was noted to be spinal pain.